Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va01mcq, implanted: (B)(6) 2012, product type lead; product ID 3889-28, lot# va01mcq, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported the therapy or device ¿stopped working.¿ on (B)(6) 2013 the patient went to her healthcare provider (hcp) who did an x-ray and stated the leads looked fine. It was reported the patient was ¿hooked up¿ to the hcp¿s computer and was told ¿there was a problem.¿ reportedly, ¿it was working fine, but then it just stopped working and it just started gradually.¿ the patient was redirected to their hcp. It was reported the patient experienced no stimulation sensation ¿whatsoever¿ and ¿the unit was not working, the whole thing.¿ reportedly , the hcp checked her ins and ¿there was no communication and everything came back blank and they didn¿t know why.¿ it was stated the patient was scheduled for another surgery on (B)(6) 2013 and they only wanted to replace the lead, but the patient wanted the whole system replaced.¿ it was noted the lead broke ¿at least they thought it was the lead but didn¿t really know why.¿